Event description:
This is report 5 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis event was unknown. Therapy was ongoing. The patient was treated with unspecified antibiotics for the event. A week after diagnosis, the patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).